Event description:
Blood glucose results of "93 mg/dl" with a lifescan meter and "179 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the test there was no intervention that would be expected to change the blood glucose. Thereby indicating a potential malfunction of the meter in terms of accuracy. The meter was replaced.